Event description:
Nurse opened syringe package and discovered some fuzzy, dusty looking contaminate on needle. The nurse did not save packaging so we do not know the lot number. The contaminate was discovered before the syringe was used so there was no patient contact. The manufacturer has been contacted and we are waiting for a response. Pictures available.what was the original intended procedure?not known.device #1is this a laboratory device or laboratory test?no.